Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® k2e 10.8mg plus blood collection tubes had discolored / abnormal additive form. This event occurred on 5 occasions. The following information was provided by the initial reporter: "discolored gel x5.¿

Manufacturer narrative:
H.6. Investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, evaluation of the customer samples was performed and additive abnormality was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported before use the bd vacutainer® k2e 10.8mg plus blood collection tubes had discolored / abnormal additive form. This event occurred on 5 occasions. The following information was provided by the initial reporter: "discolored gel x5¿.